Event description:
It was reported to baxter sweden that the reservoir of a half day infusor device ruptured during filling. There was no patient injury or medical intervention necessary, as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
Pt exhibited symptoms of increasing spasticity and spasms. The physician felt that the pt had catheter issues as he kept increasing her dose (up to 1014 mcg/day). A dye study was performed with inconclusive results but the physician suspected a disconnect at the pump site. X-ray appeared to show a disconnected catheter but this old catheter can appear disconnected. The catheter was replaced. The pt was started at 100 mcg/day as the physician felt the pt was not receiving much intrathecal baclofen. Refills did not show any discrepancies in residual volume and there weren't any apparent seromas or swelling to indicate a leak in the pocket. Upon seeing the pt a few days later, she had been increased to 325 mcg/day and seemed to be stable. The drug delivered was lioresal at 2000 mcg/ml.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a half day infusor device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. The root cause of this issue is currently being investigated under CAPA# (B)(4).